Event description:
It was reported that the tube is angling on its own. No injury reported. A field engineer was dispatched to the site and determined that the c-arm rotation switch needed to be realigned. Once this was completed, the system was working as intended.